Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator had provided inappropriate shock therapy as a result of programming. The patient was symptomatic and thought to be in atrial fibrillation. Since the supraventricular tachycardia (svt) discriminators feature had not been on and did not detect, inappropriate shock therapy was delivered. The patient experienced syncope after the therapy was delivered. There were no other reported adverse patient symptoms associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information becomes available, this report will be further updated and evaluated.